Manufacturer narrative:
Conclusion: after investigation the complaint is confirmed for a cracked cannula body connector. It is unknown what may have caused this occurrence. Review of the device history record was not completed as there is no evidence to suggest manufacturing issues with the complaint device. A manufacturing investigation was completed for this failure mode. In this investigation the manufacturing process was reviewed, and the handle of the affected part is minimum, just pick and place into the packaging, no additional assembly. Review of in-process pictures showed that the pieces produced are in good condition. Product event notification and awareness was given to the production personnel about the implications and consequences that reported defect has on the field. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. Assessment against the medtronic risk management file pfmeca document indicated that the current risk zone does not exceed the risk zone predicted in th e product pfmeca. There were no adverse patient effects because of this incidence. Medtronic will continue to monitor for future occurrences and trends. Correction d2 (product code) and d2.1 (common device name): these fields have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: visual inspection of the returned device showed evidence of damage/cracks in the connector. The hemostasis cap was not returned. The reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of the bio-medicus nextgen femoral bi-caval venous cannula, it was reported when the customer tried to insert the introducer and the hemostasis cap onto the cannula, the connector on the end cracked. The customer tried another cannula with the same model and same lot number and the replacement also cracked. The device was replaced with a third cannula. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same shipping/box container were also damaged as they are sold separately. The cannulae were not heated or cooled prior to use. Damage was noted as customer attempted to assemble them. Medtronic received additional information that the hemostasis cap was attached to the 3/8 connector of the cannulae when the introducer was inserted into the cannula body. The hub was not pushed in or through the hemostasis cap, it was against the cap.